Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc and act button. The connector was inspected and locked on lcd board. No button error alarm during testing. No time clock anomaly noted. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was tested with no rtc/internal clock comparison error or watchdog timeout alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed internal clock comparison error and watchdog timeout. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.